Event description:
(B)(4). My energy level sunk to an extreme low (I was a very active runner, hiker and kayaker prior to this), my hair started breaking and falling out (quite devastatingly over 12 inches of extremely healthy hair was lost), and also extreme fatigue, nausea, vomiting, dizziness, pelvic pain, gas, constipation, diarrhea, severe bloating, autoimmune symptoms and elevated blood counts, dizziness and numbness throughout body, tingling and burning sensation in my hands and feet, diminished brain function (cloudiness and; forgetfulness), anxiety, mood swings, severe depression, migraines, ringing in ears, anemia and vitamin d and; b-12 deficiency, extreme hair loss, bruising easily, food allergies and; allergic reactions, dental issues, insomnia, night sweats, hot flashes, thyroid disease and; adrenal problems, unexplained fevers and all over body aches and; pains and; loss of libido.